Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove from rotating hemostatic valve (rhv), failure to advance or flared strut reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat an eccentric lesion in the mid right coronary artery (rca) with moderate tortuosity, heavy calcification and 99% stenosis, pre-dilatation was performed. A 4.0x23 mm rx multi-link 8 stent system was advanced but could not cross the lesion. The stent system was withdrawn from the patient anatomy and a strut at the distal edge of the stent implant was found flared. Reportedly, although care was exercised the stent strut might have got caught with the rotating hemostatic valve (rhv) resulting in the flared stent strut. Thus, the stent system was not used for further procedure. A 3.5x23 mm non-abbott stent was advanced and implanted at the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.